Event description:
It was reported, that "the cuffs keeps collapsing." There was no reported pt injury and/or change in therapy. The involved device has been returned and forwarded to the quality analytical lab for analysis and investigation.

Event description:
It was reported, that "the cuff leaks." Limited info provided. The involved device has not been returned to the quality analytical lab for analysis and investigation as of the date of this report. Reference section h.6 for eval results.